Event description:
It was reported via repair work order that the cot dropped 6 inches with a patient on it. It was reported that the emt strained their back during this event. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.